Event description:
It is reported that pt is experiencing postoperative inflammation, pain, joint effusion and sensitivity to chromium.

Manufacturer narrative:
This device is used for treatment. The part numbers and lot numbers are unk; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided.